Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device was smoking. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated. The technician found there were no filters in the vacuum pump and there was a 3rd party spacer set on the waste coupler. The device was repaired at the user facility and returned to service.